Event description:
It was reported that during an unknown procedure the staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.